Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, forward firing occurred at around 150,000 joules and 15 minutes of use. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the reported forward firing event. Visual analysis did identify a glue failure. The metal cap exhibited severe charred debris adhesion, indicative of tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including glue failures. The interaction between the user and device, caused or contributed to the observed glue failure. According to the device instruction for use (IFU), the IFU states to not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. The review completed on the device history review (DHR) for this device confirmed that it met specification prior to release. Based on the analysis result and information available, the procedure was completed without patient complications. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The information reasonably suggests that the identified glue failure is unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, forward firing occurred at around 150,000 joules and 15 minutes of use. The procedure was completed using another fiber without patient complications.